Manufacturer narrative:
Date of event: unknown, as date of event is not provided. Date of this report: (B)(4) 2013. Lot# a19831, expiration date 6/30/2015. Device available for evaluation: no. Device received by manufacture date: (B)(4) 2013. Device manufacture date: 07/23/2012. All pertinent information available to abbott medical optics has been provided.

Manufacturer narrative:
(B)(4) - product has not been evaluated since it has not been received. Surgeon believe that the reason of the complications is not product related.note: all pertinent information available to abbott medical optics at the time of this report has been submitted. (B)(4): placeholder.

Event description:
Patient had surgery and it was reported on (B)(6) 2013 that he was experiencing edema.on (B)(6), 2013 information was received that patient was scheduled for corneal transplantation for (B)(6) 2013.

Manufacturer narrative:
It was originally reported that account used tip serial (B)(4). This product is not serialized and a correction was submitted indicating it was lot number a19831 with concomitant tip a34493. Only one tip can be used at a time with a hanpiece and therefore this correction identify the suspect product as ''unknown'' as the account cannot properly identify which tip was used with which patient as they had the 2 tips available. Both lot numbers with manufacturing date and expiration date are provided below. A19831 - with mfg date 1-jun-2012 and expiration date of 30-jun-2015. A34493 - with mfg date 31-jul-2012 and expiration date of 31-jul-2015. (B)(4)